Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised on troubleshooting techniques.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and resulted in 0 voltage. A review of the shared data log did not find any errors related to the customer complaint. The reported event that the g5 transmitter would not pair with the g5 application was not confirmed. A root cause could not be determined.